Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg and surgical lead, on (B)(6) 2009 for low back and bilateral leg pain. It was reported that the pt felt overstimulation in her legs and throughout her entire body. The pt was reprogrammed, and the power was reduced by 40%. It was reported that on (B)(6) 2011 while diagnostic impedance readings were being taken with the amplitude turned off, the pt stated she immediately felt the overstimulation, and the test was aborted. An x-ray showed no anomalies with the system. Follow-up on the pt found that the ipg was explanted; the procedure date is currently undetermined. The explanted ipg has not been returned to the MFR for analysis. No further info is available.